Event description:
It was reported that, during the generator therapy upgrade procedure, the right ventricular (rv) lead exhibited pacing issues. Insulation damage was observed and the physician decided to fix the insulation damage with a repair kit, which is considered off label-use. In addition, the physician opted to place the repaired rv lead into the left ventricular (lv) port of the device header, which is also off label-use. This rv lead remains in service. No additional adverse patient effects were reported.